Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery contacts were compressed and they were therefore replaced, and that the ring and side bail covers were contaminated therefore they were also replaced. (B)(4).

Event description:
The loaner was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.